Manufacturer narrative:
No device failure of the leadcare ii, however batteries ruptured. Cause for ruptured batteries could not be determined. Evidence of battery corrosion on right side battery compartment. Analyzer was able to be powered on. No indication of injury or harm to the user. Late filing is part of magellan diagnostics, inc. Response to FDA's (B)(4) issued on 29jun2017.

Event description:
Batteries ruptured and leaked battery acid when inserted into the instrument for the first time. No injury or other problems noted.